Manufacturer narrative:
Received one partially full pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 550 ml. A flow rate accuracy test was performed and the results did not confirm a fast flow report. A review of the lot history showed no other complaints for fast flow for the reported lot. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification.

Event description:
Possible toxicity issue. Patient complained of blurry vision. No other symptoms. Patient taking hydrocodone 7.5 mg, also. Pump clamped in response to hotline instructions. Fill volume 550 ml. Update (B)(4) 2009, dr had pump pulled. Saf set at 8 ml/hour.